Event description:
It was reported the pump had multiple lines going across the touchscreen. Reportedly, the customer had dropped the pump. The customer's blood glucose was 93 mg/dl. The customer continued to use the pump for insulin therapy.